Manufacturer narrative:
(B)(4) the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4)

Event description:
It was reported that high capture threshold was observed on the atrial lead. Patient was asymptomatic. During procedure the atrial lead could not be repositioned and physician was unable to extend the helix. The physician noted that the helix would only extend partially under fluoroscopy. The lead was explanted and a new lead was implanted. Patient was stable.